Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2017-06098, reference MFR. Report#: 1627487-2017-06099. The infection has resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2017-06098, reference MFR. Report#: 1627487-2017-06099. It was reported the patient developed an infection following a recent permanent implant procedure. It was stated the patient had a small hole with foul smelling drainage coming from the incision site. In turn, the patient underwent surgical intervention wherein the scs system was explanted as a precaution.